Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
The manufacturer received a voluntary medwatch (mw5185265). The manufacturer received information from the patient's son reporting that his father was admitted to the hospital (specific hospital facility not provided) and began use of a philips v60 device (unspecified serial number). The reporter stated that the mask (unspecified make/model) caused his father's nose to break, and his father passed away in the hospital after using the device for 3 days. The reporter stated, "the philips v60 device was recalled" and is "extremely concerned about its use with his father." Based on the information currently provided and available, the device cause and/or contribution to the reported event of the v60 caused the patient's nose to break/death cannot currently be confirmed, nor refuted, based on the evidence present. Based on the information currently provided and available, the reported death is assessed as unrelated to the mask/device at this time. The device nor mask has not yet been returned to the manufacturer for evaluation. Additional information is being gathered. If /when any additional information is received, a follow-up report will be filed.